Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was determined to be use issue because the bleeding was controlled by tightening perclose.

Event description:
Additional information was received via long-term outcome and quality indicator (loqi) impella registry loqi "the adverse event for limb ischemia was listed as "definitely related" and stated the following: patient had impella device removed on (B)(6) 2024 where distal pulses were noted to be diminished, but present. An arterial duplex was ordered with a plan for continued monitoring. Patient was reevaluated that afternoon and an ultrasound demonstrated a high-grade stenosis versus occlusion of her left common femoral artery. Her foot was cool and slightly mottled. Patients flow did not seem to improve on heparin and the decision was made to take her to the operating room for an lle fasciotomy and left groin exploration. A wound vac was applied after a fogarty embolectomy of the left sfa and lower fasciotomies were performed. Patient was started on lovenox for dvt ppx. She was taken back to the operating room on (B)(6) 2024 for a washout of the wound and exchange of a new wound vac. She was taken back to the operating room on (B)(6) 2024 for a lle wound washout, debridement, and wound vac exchange. The patient was brought back to the operating room on (B)(6) 2025 for a partial closure of her medial incision of her lle. The patient was brought back once more to the or on (B)(6) 2025 where the lle wound was fully closed and dressed. The patient was deemed stable enough to be discharged on (B)(6) 2025 where she would follow up with outpatient vascular clinic."

Manufacturer narrative:
B.5 additional information was received. G2 added report source study as that is where the new information was received from. H.6 added codes due to new information received.

Event description:
The complainant had placed an impella cp pump to support a patient admitted in with acute myocardial infarction/cardiogenic shock, cancer, and other underlying comorbidities. The impella cp was placed and care decisions were updated from do not resuscitate/do not intubate to a full code. The support was ongoing when there was an access site bleed. The bleed was treated by infusion of two units of red blood cells and tightening of the sutures. The patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿